Event description:
Customer reported an intermittent fast stoop activated error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board, power motor board, and the fluoro functions board. System operates as intended.